Manufacturer narrative:
B3: date of event is estimated the device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A definitive cause for the reported deployment failures could not be determined. The patient effects of hematoma, hemorrhage and thrombosis are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The treatment of unexpected medical intervention was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled "preclosure of large bore venous access sites in patients undergoing transcatheter mitral replacement and repair."

Event description:
This study investigated the use of perclose proglide for preclosure of large-bore venous access in regards to patients undergoing transcatheter mitral replacement and repair. Only the perclose proglide device was discussed, there were no other vessel closure devices mentioned. The study concluded that none of the cases required surgical repair of the access site following venous preclosure; however, some complications were noted following the use of proglide, which included acute deep vein thrombosis, large hematoma, small hematoma, retroperitoneal hemorrhage and blood transfusion. The article also mentioned proglide deployment failure; however, the method used to achieve hemostasis was not provided. The study concluded that proglide preclosure technique is a feasible and safe alternative approach to achieving hemostasis after removal of large-bore venous access sheaths following transcatheter mitral replacement and repair procedures. Details are listed in the attached article, titled: "preclosure of large bore venous access sites in patients undergoing transcatheter mitral replacement and repair¿.